Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported no vacuum during a procedure. Additional information and sample will be requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and the drain bag was detached from the drain bag tape on the cassette. No other defects were observed with the cassette or tubing manifolds that would have contributed to the reported event. The sample was then functionally tested on a calibrated console and failed to prime generating system message (sm) 161, vacuum check failed- low irrigation pressure. This resulted in a not primed status. Further analysis identified a leak from the filter of the drip chamber. The leaking drip chamber was removed and replaced with one from lab stock. The sample was able to pass priming and calibration successfully, without the generation of a sm. No leakage was observed from the tubing insertion to the handpiece during tuning. The irrigation and aspiration flow rates were within specification. The root cause of the customer complaint is most likely related to an error in the supplier's manufacturing process. The source of the failure was isolated to the drip chamber. The supplier will be notified of this issue. No action will be pursued at this time, however, the supplier manufacturer will be made aware of this issue and the sample will be sent to the supplier for additional analysis. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).